Event description:
It was reported that during a follow up in clinic, noise was noted on the right ventricular (rv) lead. Provocative testing was performed and the noise was unable to be reproduced. X-ray imaging was performed and no anomalies were observed on the rv lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.